Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (medical device ¿ problem code).

Event description:
N/a.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had power up test fail code 10 and loud alarm, during before use. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b5, h6 (medical device problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the balloon pump was found to have power up error 10 and made a loud screeching sound during start up. The calibration of the helium transducer and 30 psi was carried out. The unit powered on without failure and tested all okay. Device passed the performance and safety checks according to factory specifications.

Manufacturer narrative:
Due to characterization limit e1 event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had power-up test fail code 10 during before use. There was no patient involved.